Manufacturer narrative:
On november 5, 2020, mentor became aware that the date of bilateral removal only surgery was november 5, 2020, and the impacted device information. Hence, following fields have been updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate profile," field d4 for catalog number has been updated to "3501635," field d4 for lot number has been updated to "269045," field d4 for unique identifier( UDI) has been updated to (B)(4). Field d7 explantation date has been updated to (B)(6) 2020. Field g5 for PMA/ 510(k) has been updated to "p990075." Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. H6 patient code 3191: medical device removal manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 23, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the posterior. A tear was also observed within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a unknown size unknown saline implant and was presented with right side breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.